Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the irrigation pump afr-00005 hexaflow would not turn on, multiple power outlets and cables were tried and the fuse was checked but the issue did not resolve. The procedure was aborted and patient was awakened under general anesthesia. A field service visit was conducted. It was reported that the unit never shut down during use but would only not have an initial boot up. The fuse was checked and holders were tightened. The unit booted up initially but rebooted several of times. The pump and stack were tested together to confirm functionality and electrical safety. The unit was rebooted several times for additional verification; the unit passed all manufacturing specifications and is safe for use. No patient complications have been reported as a result of this event.